Event description:
It was reported that the patient presented in clinic. It was noted that right ventricular (rv) lead exhibited increased capture threshold and high, out of range pacing impedance. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.